Manufacturer narrative:
Patient information requested but not provided the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the critical care that a primary infusion of vasopressin 20mg/100mls was programmed to infuse continuously at a rate of 4.5ml/hr (0.03 units/min). Approximately one hour later; the nurse responded to the device alarming ¿air¿ alarm. At that time, it was noted that the bag was prematurely empty. The patient became hypertensive, requiring treatment with IV antihypertensive medication. The event occurred between 2345 on (B)(6) 2020 and 0015 on (B)(6) 2020.

Manufacturer narrative:
Additional info: b.3. The customer¿s reported complaint of an over infusion of vasopressin was not confirmed or replicated during a review of the logs or during testing. An external and internal inspection of the source device showed the unit in over all good condition. Based on log analysis results, vasopressin infused between 11:33 pm on (B)(6) 2020 and 12:17:19 am on (B)(6) 2020. The infusion stopped after the pump was paused by the user. Minutes later, the unit was channeled off recording the total volume infused of 2.968ml. It should be noted that the source pump module did not alarm for an air in line as alleged in the reported complaint. However, the concomitant pump module s/n (B)(6) did alarm for air in line on 3 occasions between 12:15 am and 12:16 am on (B)(6) 2020, suspected to be the alarm mentioned by the user when the bag was discovered empty. Functional testing showed no anomalies. The root cause of the customer¿s report with an over infusion of vasopressin was not determined.

Event description:
It was reported from the critical care that a primary infusion of vasopressin 20mg/100mls was programmed to infuse continuously at a rate of 4.5ml/hr (0.03 units/min). Approximately one hour later; the nurse responded to the device alarming ¿air¿ alarm. At that time, it was noted that the bag was prematurely empty. The patient became hypertensive, requiring treatment with IV antihypertensive medication.